Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was standing next to the pool and received a shock. Patient walked away from the pool and nothing else happened. Patient called into following doctor and reported event. Reviewed of remote transmission showed, the signal on the stored electrograms as 60hz noise. The device remains in use. No further patient complications have been reported as a result of this event.